Manufacturer narrative:
Results: fowler assembly.

Event description:
It was reported that the fowler assembly required replacement. It is not known if there was patient involvement or any adverse consequences.